Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was found inside the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The power complaint was duplicated. The test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete 24 hour testing and no power on reset events were duplicated. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture or damage to the power circuit.